Event description:
It was reported that the device fully cut, but did not staple during a hemorrhoidectomy procedure. The surgeon did not report hearing an unusual sound. The patient lost approximately 200-300 during the procedure. Post op the patient became hypotensive in the recovery area and was given additional fluids. The stat attributed the hypotension to the patient's npo status and blood loss. The patient was discharged home. Later the same day the patient returned presenting with s/s of inability to void. Lab were drawn and the patient had low h&h and was given blood transfusion. The patient is recovering without any other complications.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.